Manufacturer narrative:
A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and confirmed the errors reported by the user. The probe was returned to neuwave and is being evaluated. No conclusion has yet been reached. A follow up report will be submitted upon the conclusion of the investigation.

Event description:
Two certuspr probes were being used in the dual probe clip to complete a right formal hepatic resection via pre-transection coagulation. During the resection, 1 probe stopped delivering energy and the system displayed a high reflected power error. The user initiated power delivery multiple times but the error persisted. The user removed the probes from the tissue and noted that one probe had a broken tip with evidence of thermal damage to the probe. The tip was retrieved from the liver and discarded. The case was completed without further incident.

Manufacturer narrative:
The probe tip was not returned with the probe. However, the reported damage was confirmed by physical/visual examinations. The root cause could not be determined. Both physical and thermal damage to the probe was evident. Distal components may have been broken due to excessive mechanical force or thermal breakdown due to excessively high local temperatures at the trocar. No additional investigation is planned.